Event description:
It was reported that during device preparation and prior to use of the 3.5 x 18 mm xience xpedition stent delivery system (sds) the stent implant became dislodged from the balloon. The device was not used; there was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.